Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 276 mg/dl. Troubleshooting for the unexpected restart alarm was performed. Customer replaced the battery on the insulin pump and the alarm occurred during normal use. Customer advised they had a blank display in addition to the unexpected restart alarm and the issues remained unresolved after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.